Event description:
The customer reported to baxter (B)(4) of a y-type tur irrigation set in which a leak was observed from the y of the set. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received and initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. Visual inspection was performed and the tubing at the outlet port of the y junction appeared to be misassembled. The sample was under water leak tested which identified a leak at the tubing and outlet junction of the y junction. The root cause was determined to be related to the method of assembling the tubing and y-site.this issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.